Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had complained of increased spasticity. The nursing home staff was directed to give the pt oral baclofen. The pt's symptoms continued and the pt was seen in the emergency room. Interrogation revealed the pump was stopped and was not audibly alarming. The programming showed flex programming at the rate prescribed. A follow-up interrogation was performed at the clinic. The logs showed "safe state." The drug in the pump at the time of the event was lioresal. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.